Manufacturer narrative:
Other applicable components are: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead.

Event description:
Information received from a patient reported that they had a second revision on their first system because the leads weren't put in correctly. The patient reported that when they tried to put the second device in, they tried to put it higher up in their upper back in the thoracic region. The patient stated that their healthcare provider (hcp) tried to give them leads in the thoracic area. It was noted that the patient didn't remember the numbers where the hcp was trying to go, but they thought it was t11 or t12. The patient stated that they tried to bring it down on the left, but they couldn't because of the scar tissue they hit at t9. The patient stated that "they couldn't even beat through the scar tissue with a hammer." It was mentioned that the patient was without a stimulator for a bit because of the issue. The patient then had a replacement implantable neurostimulator (ins) implanted, which was the hcp's "third attempt." It was noted that the issue occurred in 2015. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.